Manufacturer narrative:
Received one used tego¿ connector, as received, there is visible damage to the top seal of the tego, as well as damage on the silicone seal near the locking posts. Complaint of shearing of silicone noted near side post can be confirmed. The probable cause of the damage to the silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history lot # review could not be conducted because no lot number(s) was/were identified. Corrective actions are in progress. D9 device returned to manufacturer on: 3/21/2025.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved an unspecified tego connector where it was reported that during hemodialysis (hd), bb avf - line not identified - shearing of silicone was noted near side notch. The tego was changed. The other product involved at the time of the event was combi-set, the manufacturer was fresenius. A medication was used with the product, post dialysis they used taurolock. There was patient involvement, unknown delay in therapy, but no one was harmed in the reported event.